Event description:
It was reported the customer said the catheter was found cut between the mark 15"~16". The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The report of a damaged catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was severed. The appearance of the point of separation appears consistent with damage due to contact with sharps. The catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. No damage or anomalies were observed on either extension line and the undamaged portions of the catheter passed leak testing performed per iso (B)(4). Based on the customer report, the appearance of the damage, and the comments from r & d, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the customer said the catheter was found cut between the mark 15"~16". The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).